Event description:
It was reported that during a clinic visit, the right atrial lead exhibited noise. The lead was capped and replaced during a routine pulse generator replacement procedure on (B)(6) 2015. The patient was in good condition post procedure. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.